Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold measurements. Moreover, the physician was unable to do a surgical ablation procedure, thus, a lead revision was done where both leads were extracted. However, one lead was extracted entirely while the other lead's distal electrode was left in the patients superior vena cava as the physician was unable extract it. The field representative had no information which of the two leads distal electrode was left inside the patient. Furthermore, the lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The provided explant and event dates are chronologically impossible, so they will be left off this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.